Event description:
The user facility reported the saline bag back filled during recirculation mode and the device displayed a constant filling program message. The biomedical tech did not known how long the device was in recirculation mode. It was also noted that the line length and building drain height were not within spec and there was no obstructions to the drain. The biomedical tech could not duplicate the issue but did confirm the issue of the saline bag back fill was resolved. There was no pt harm or injury as there was no pt involvement at the time of the reported incident. No further info was provided.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during the recirculation and prime stage of device set-up, and not during dialysis mode. The user facility observed the saline bag refilling with dialysate during recirculation. There have been no reported adverse events associated with the saline back fill issue. The reported issue is currently under a CAPA investigation via the device manufacturer. The investigation is currently pending; a supplemental MDR will be submitted upon completion of the device investigation.